Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that the cartridge was leaking from the o-ring. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was in 250-295 mg/dl range.